Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic during a follow-up. Post-paced t-wave oversensing was noted on the ventricular lead. The patient did not receive any therapy during the oversensing. Oversensing was noted on the stored egm. Programming changes and dft will be discussed with the physician.

Event description:
New information received indicates that new episodes of nsrvo due to pptwo were noted via merlin.net transmission. The patient did not receive therapy during oversensing. Oversensing was noted on a stored egm. Recommended programming changes will be discussed with the physician.

Event description:
New information notes another instance of non-sustained rv oversensing due to post-paced t-wave oversensing on the ventricular channel. The patient did not receive any therapy during the oversensing. Oversensing was noted on the stored egm. Programming changes were recommended. Further information notes that the patient has not returned for follow-up. The recommended changes are planned for the patient¿s next routine office visit. The patient has not had any adverse issues.